Event description:
Ptca dilation catheter broken in half while using in the patient. Physician was able to remove the device without any harm to the patient. This event only caused minimal procedural delay.